Event description:
Over a period of ~2 weeks, 4 incidents have occurred with the 20-gauge bd (becton dickinson) IV angio catheters. The angio caths "crumpled" when placing the IV after the stylet was removed and while advancing the catheter into the vein. The defective IV cath was removed and a new IV placed. No patient harm occurred. Ref reports: mw5168315, mw5168316, mw5168318.